Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. A suture break can be influenced by many factors including, but not limited to, manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event could not be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke after plunger deployment. The suture limbs were still able to be harvested successfully to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.